Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). Correction: lot#. Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/suture retrieval issue was confirmed. Difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. In this case, it is likely that needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract resulted in the needle to cuff miss/suture retrieval issue and difficulty to remove. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported the proglide was difficult to remove. There was no tissue damage. A second proglide suture was replaced prior to the procedure and achieved hemostasis. There was no reported adverse patient sequela due to the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using a 6f sheath prior to a percutaneous transluminal coronary interventional procedure. Reportedly, one needle was removed with no suture. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.